Event description:
The patient's standard osv-ii shunt failed in (B)(6) 2010 (cross referenced to (B)(4)) and it was replaced by the low profile osv-ii in (B)(6) 2010. The patient reported that in (B)(6) 2010, the low pro osv-ii was overdraining and causing "slit ventricles". On an unknown date, the patient was in the emergency room (ER) with severe headache, vomiting, and dizziness that was so bad he could hardly walk. He stated that his "slit ventricles" symptoms consisted of overdrainage headaches particularly in the morning, cognitive changes at times during the day, and dizziness. During episodes of elevated intracranial pressure (icp) and lesser cerebrospinal fluid (csf) flow, he also experienced some cardiac arrhythmias his cardiologist attributed to adrenaline response. These complaints fluctuated between several days of overdrainage and several days of (icp), the latter marked by awaking out of his sleep at night with headache and difficulty lying flat. During a recent 4-day hospital admission (exact dates not confirmed), the patient reported that the ventricles on the CT scan and MRI were visibly enlarged and he continued to experience headaches, vomiting, and dizziness. The shunt was not revised by the neurosurgeon. The patient was discharged on (B)(6) 2010. The patient stated he continued not to feel well. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.